Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy, but will revert to manual insulin injections if needed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.